Event description:
On 12/2/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. A few hours later while the pt was ambulating he noted a momentary sharp pain at the site. Examination of the site found it to be clear of any ecchymosis, but a 1.5 cm non-tender lump was identified. As the pt was without apparent sequelae, he was discharged home later that day. The pt experienced gradually increasing tenderness and pain at the groin site. During the week of 12/14/1998 (exact date not specified) the pt presented to a health care professional where cultures were taken and found to be negative, and the site was noted to be clear of any evidence of drainage. However, the pt was seen by a vascular surgeon, and an incision and drainage was performed without any abscess or abnormality found or noted. The pt was placed on oral antibiotics (type and dosage not specified by reporter) following the I&d with a complete resolution of the event. As of 1/13/1999 there has been no report to the MFR of further complication of additional pt sequelae.